Manufacturer narrative:
No button error alarm anomaly noted. However, intermittent button/keypad due to moisture damage on keypad traces.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error and buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.